Event description:
Did cool sculpting at (B)(6) and they sold me on doing two more areas. They never said there could be side effects. I got what's called pah. My stomach fat cells expanded into a hard square and kept growing. I had to have lipo suction to try to fix. This has been so depressing, I didn't' leave my house, tried starving myself, and my stomach looks awful. After having lipo which was very traumatic the pah started to come back again. I am now having to have another surgery on (B)(6) 2021. This could continue to grow back and never go away. This should not be allowed on the market as it's affected so many. The mental damage this has done is horrible and the unknown life long physical effects are scary. Nit sure how to fill the above and what the low and high test range mean. FDA safety report ID # (B)(4).